Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient had a percutaneous endoscopic gastrostomy (peg) tube placed on (B)(6) 2016. On (B)(6) 2016, the patient reported stoma site is sore and red. She stated it hurts to infuse duopa. Additional information indicated that the patient was hospitalized on (B)(6) 2016 due to stoma infection. Patient received antibiotics vancomycin and zosyn during the hospitalization and was prescribed augmentin for 14 days upon discharge. The physician instructed to hold the duopa for 2 weeks.